Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported capture anomaly was confirmed in the laboratory via review of device printouts. The device was tested manually on the bench and using automated test equipment and was found to be normal. No anomaly was found. The cause of the field reported experience of a capture anomaly could not be determined.

Event description:
It was reported that patient stated feeling fluttery sensation when lying on their side. Lv lead dislodgement was noted and ICD migration was suspected. During replacement, no capture was observed when lead was put into header however all other leads worked well. ICD was explanted and replaced. Patient condition after the event was stable.